Event description:
It was reported that shaft break occurred. During a percutaneous coronary intervention (pci), the patient presented with a 50% stenosed target lesion in the mildly tortuous and mildly calcified left anterior descending (lad) artery. The lesion had an angulation of less than 45 degrees. A 2.00 mm x 15 mm maverick? Balloon catheter was advanced for pre-dilation. However, during procedure, the push rod of the balloon catheter broke. The procedure was successfully completed with another of the same device. No patient complications were reported, and the patient remained stable post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1 initial reporter phone: (B)(6).

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1 initial reporter phone: (B)(6). H6 device codes: updated.

Event description:
It was reported that shaft break occurred. During a percutaneous coronary intervention (pci), the patient presented with a 50% stenosed target lesion in the mildly tortuous and mildly calcified left anterior descending (lad) artery. The lesion had an angulation of less than 45 degrees. A 2.00 mm x 15 mm maverick? Balloon catheter was advanced for pre-dilation. However, during procedure, the push rod of the balloon catheter broke. The procedure was successfully completed with another of the same device. No patient complications were reported, and the patient remained stable post-procedure. It was further reported that the shaft broke while attempting to cross the lesion.